Manufacturer narrative:
Follow-up #1: date of submission 07/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: black box data shows evidence of short battery life beginning on (B)(6) 2016. The pump powered on with returned the battery cap which was is able to fully tighten. Idle and sleep current draws were evaluated and were not within specifications. Leak testing revealed a leak at a crack in pump case in upper right corner of display area. The pump case was removed revealing evidence of moisture damage inside pump on the transceiver board. Unplugged transceiver board and current levels returned to within specifications. The transceiver board was determined to be drawing high current due to internal moisture damage. Unrelated to the original complaint, the battery compartment was cracked below grip pad.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture/corrosion behind the display. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.